Event description:
Boston scientific received information that one day post implant, interrogation revealed this right ventricular lead was not capturing at maximum programmed outputs. In addition, the lead was not sensing appropriately. It was determined the lead was dislodged. No loss of capture had occurred as the patient with this lead had a temporary pacing wire in place set at 50 ppm. A revision procedure was performed. This lead was successfully repositioned, remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.